Event description:
It was reported the device reached elective replacement indicator (eri) and the longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 507652 implantable pacing lead; 429688 implantable pacing lead (B)(6) 2011; 459245 implantable pacing lead (B)(6) 2004. (B)(4).